Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, severe force applied to the implant, excessive twisting, bending, or stretching, and the patient having another non-curonix device implanted have been ruled out as potential causes. The transmitter assembly associated with the complaint has been returned for investigation. Investigation of the device was unable to replicate the alleged issue. Although the reported issue was not replicated, the investigation found a damaged component as l12 was broken. A potential cause could be dropping the device onto hard surface. The stimulator is used to treat pain. Although the cause of the shocking sensations is unknown, the investigation found a damaged component (failure). Refer to issue (B)(4) for additional investigation details and risk assessment for broken l12.

Event description:
The patient reported shocking sensations from their transmitter assembly on all program levels. The shocking sensations were resolved by using their other transmitter assembly.